Event description:
It was reported that there was a malfunction resulting in inability of unit to power up. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the system and confirmed the reported issue. The power cord was reseated to resolve the issue.block a: no report of patient involvement. Legal manufacturer:hcs madison - 3030 ohmeda dr, USA madison, wi 53718